Event description:
It was reported that during a case, the doctor saw particles coming off of the product. It was further reported that the case was successful and there were no adverse consequences to the pt.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.